Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 months. A full evaluation of the device could not be conducted as the device remains in use. A root cause for the reported static noise could not be determined. X-rays of the pump showed that the inflow conduit was oriented with an angle at the inflow conduit flex section; however, a correlation between the inflow conduit orientation, the low flow hazard alarms recorded in the log file, and the reported static noise could not be conclusively determined. The manufacturer's technical services representative conducted an onsite evaluation of the patient¿s equipment on (B)(6) 2016. The reported sound was not audible at the onside evaluation and the results of the equipment testing were unremarkable. The patient remains ongoing on (B)(4) and no further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was an audible static noise coming from the patient¿s system controller. The customer stated that the static noise had previously been noted during auscultation of the pump, but had never been audible when standing beside the patient. During the clinic visit, the noise occurred when the system controller was connected to either battery power or the power module. The patient also stated that the noise could be heard at home in a quiet location. It was reported that the patient does not have a pacemaker, ICD, neuromodulation device or insulin pump. The patient also does not have any other devices (implanted or external) that are running on bluetooth or a wireless connection. The patient¿s primary system controller was exchanged without resolution and the static noise continued to be heard on the backup system controller. The customer reported that the patient is hemodynamically stable and vad parameters are within normal limits. There was no alarm for the event. The patient was asymptomatic. During the investigation, evaluation of the x-ray image in combination with low flow hazard alarms that were captured in the log file indicated a potential inflow conduit alignment issue. No additional information was provided.